Event description:
It was reported the patient's left hip was revised on (B)(6) 2012. Revision was originally reported in legacy complaint handling system (as reported: "it was reported that the patient had pain, an elevated cobalt level and pseudo tumor so the surgeon revised the left hip."). However, on (B)(6) 2023, new information (excerpt from an operative report for the left hip revision) was received. Noted on the operative report: "he has now developed episodic, activity-related pain. His workup further reveals remarkably elevated serum cobalt levels and MRI evidence of a pseudotumor..." A rejuvenate modular stem and neck, femoral head, and liner were revised (shell noted to be stable and retained).

Manufacturer narrative:
Reported event: an event regarding altr involving an rejuvenate modular device was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned material analysis, functional and dimensional inspections could not be performed as the device was not returned. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Clinical review - a review of the provided medical records by a clinical consultant indicated: undated x-rays ap and lat. Right hip reduced, modular stem, uncemented tha with osteolysis of greater trochanter and proximal femoral areas. No revision operative reports, no surgical pathology reports, no MRI imaging studies, no examination of explanted components. Based upon the additional information supplied neither confirmation of either event description nor preparation of a medical report is possible for these 2 cases involving this patient. -complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr and abnormal ion levels is considered not to be under the scope of this recall. No further investigation is required.

Manufacturer narrative:
An event regarding altr involving an rejuvenate modular device was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned material analysis, functional and dimensional inspections could not be performed as the device was not returned. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Clinical review - a review of the provided medical records by a clinical consultant indicated:undated x-rays ap and lat. Right hip reduced, modular stem, uncemented tha with osteolysis of greater trochanterc and proximal femoral areas. No revision operative reports, no surgical pathology reports, no MRI imaging studies, no examination of explanted components. Based upon the additional information supplied, neither confirmation of either event description nor preparation of a medical report is possible for these 2 cases involving this patient. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra (B)(4). Conclusions: voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr and abnormal ion levels is considered not to be under the scope of this recall. No further investigation is required. Device: not returned.

Event description:
It was reported the patient's left hip was revised on (B)(6) 2012. Revision was originally reported in legacy complaint handling system (as reported: "it was reported that the patient had pain, an elevated cobalt level and pseudo tumor so the surgeon revised the left hip."). However, on (B)(6) 2023, new information (excerpt from an operative report for the left hip revision) was received. Noted on the operative report: "he has now developed episodic, activity-related pain. His workup further reveals remarkably elevated serum cobalt levels and MRI evidence of a pseudotumor..." A rejuvenate modular stem and neck, femoral head, and liner were revised (shell noted to be stable and retained).